Event description:
Voluntary medwatch received states that the patient experienced discomfort and heart rate acceleration since device implant. Additionally, the patient's right atrial (ra) lead exhibited noise oversensing resulting in inappropriate atrial tachycardia response (atr) episodes, low p waves sensing and low pacing impedance within normal range. The noise was reproducible with hand maneuver tests. Programming changes were suggested; no changes or interventions were done. The patient condition was not known.